Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip jumping in the closed position. It was reported that during unpackaging of the clip delivery system (cds), it was noted that the clip was completely inverted and the gripper arms were not aligned with the clip arms (offset). After raising the grippers and unlocking the clip, the clip suddenly jumped directly in the completely closed position. The offset between the clip arms and gripper blades were more noticeable; therefore, the device was not used and was replaced. A new cds was used to complete the procedure. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported gripper actuation issue and clip jumping was not confirmed. The reported inverted clip during unpacking could not be replicated in a testing environment as it was likely an observation of the unpacking of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue and clip jumping. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.